Manufacturer narrative:
Patient weight was unavailable from the site. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead extraction procedure commenced to remove a recalled right ventricular (rv) lead only. The right atrial (ra) lead that was present was to remain in the patient. A spectranetics lead locking device (lld) was utilized as the traction platform for the lead removal. When the lead was removed it was determined that a perforation of the rv apex had occurred. Emergency interventions were implemented, including sternotomy, to repair the perforation. There was no complaint against the lld. Physician attributed the perforation to the traction forces pulling on the lead. The lead may have perforated the heart back at original implant and then when the lead pulled out of the rv apex a hole was exposed. No spectranetics products were actually down that far in the heart anatomy. The rv lead was successfully removed post sternotomy. Patient survived the procedure and recovered well.